Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(6), product ID: bi71000424, serial/lot #: (B)(6), h3, h6) the system was serviced in the field. In summary, the rear cab panel and umbilical cable were replaced and the system was then functional. Codes b01, c07, c13, and d02 are applicable. H3, h6) the product ID: bi71000424, serial/lot #:(B)(6) returned to the manufacturer for analysis on 2024-09-06. Visual inspection confirmed damaged hardware. The standoff was missing, the key was bent, and the dongle was missing. Codes b01, c07, and d02 are applicable. H3, h6) the product ID: bi71000167, serial/lot #: (B)(6) returned to the manufacturer for analysis on 2024-09-09. In summary, the cable was faulty. The umbilical assembly passed bench test. It was installed onto a test system and the system would intermittently go into standalone mode. Codes b01, c02, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system went into stand alone mode from taking 2d. Rebooted the system with the umbilical unplugged. Once in standalone mode, attached umbilical and system was able to be used. There was a reported delay of less than one hour and no reported impact to patient outcome.